Event description:
Account reported that the needle has broken off of the handle four times in the last two weeks. The last complaint the handle came off the needle during a bone marrow biopsy procedure. The physician used a forceps to removed the needle from the pt's bone.